Event description:
It was reported that the insulin pump alarmed motor error during the manual prime. The customer later called to report that she was hospitalized for blood glucose levels over 600 mg/dl and dehydration. The customer was also sick with the flu at the time. The infusion set was removed, and the cannula was bent. The customer did get a no delivery alarm prior to the event. Troubleshooting was performed, and the insulin pump passed the displacement, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.